Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report:1627487-2016-00642. It was reported the patient was no longer receiving stimulation (date of event is unknown) following an unrelated surgery. It was later found that the scs leads had migrated out of the epidural space. As a result, the scs leads were explanted and replaced. Effective stimulation was restored with the surgical intervention. The scs ipg was electively explanted and replaced during the procedure. There were no allegations against the device. UDI(di) for both devices: unavailable at this time.